Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the probe did not cut the vitreous. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The returned sample was visually inspected and found to be non-conforming with the probe needle bent at the stiffener. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation. The sample was unable to be tested for cut functionality due to the actuation non-conformance. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. Presence of adhesive was observed at one location on the inner cutter. The cutter/coupling adhesive bond filet was visually inspected and found to be non-conforming. The inner cutter was observed to be bent. No wear marks were observed at the bend area. Gouge marks were observed at one location along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the returned probe had an actuation failure. The returned complaint sample was unable to be tested for cut functionality due to the observed actuation failure. However, the actuation failure would have contributed to a cut failure as was reported. The root cause for the observed actuation failure is due to the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor to the observed actuation non-conformance is the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no additional action with regard to this complaint was taken by the manufacturing site. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).